Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1,2,3 and 4 are within the confident limit as per internal procedure rev.2. Product will not be investigated.